Manufacturer narrative:
Method: complaint history review, manufacturing record review. Result: complaint history review - investigations conducted on previous complaints indicate that rod insertion problems associated with mantis rod inserter inner shafts are recurrent. A CAPA had been opened to address the instrument's high failure rates. Manufacturing record review indicates that all released units complied with appearance, shape and functional specifications. Conclusion: the observed defects on the returned mantis rod inserter inner shaft are recurrent failures that are attributable to excessive stress/torque being applied to the instrument by the surgeon during rod insertion. A CAPA was initiated to evaluate the root cause of these failures and to implement a corrective and preventive action plan.

Event description:
It was reported that after the surgeon inserted the rod properly, the tip of the rod inserter was broken when the second rod was inserted between blades and the knob of the inserter was tightened because, the holding of the rod was weak. The surgeon did not add too much force. So, the surgeon held the rod with mac holder (hospital's device) and set to proper position with bent chisel etc (hospital's device). After that the operation was continued as usual. There was a 20 minutes delay in the procedure because of the breakage.